Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿the results of uncemented total hip replacement in children with juvenile idiopathic arthritis at ten years¿ by j. S. Daurka, et al, published by the journal of bone and joint surgery (2012), vol. 94-b, no. 16, pp. 1618-1624, was reviewed. The authors report the medium-term results of 52 consecutive uncemented thrs undertaken in 35 pediatric patients with juvenile idiopathic arthritis. The authors combined tha components manufactured by depuy and competitors. Implanted depuy products: s-rom and duraloc cups, ceramic and polyethylene liners, metal and ceramic cups, and s-rom femoral stems with sleeves. Results: 3 cups, heads and polyethylene liners revised due to acetabular osteolysis secondary to polyethylene wear. There were 9 cups, heads, and liners with radiographically identified acetabular osteolysis recommended for and awaiting revision at final follow-up. 1 s-rom stem and sleeve revised due to femoral osteolysis. There were 4 radiographically identified stems and sleeves with radiographically identified femoral osteolysis recommended for and awaiting revision surgery at final follow-up. 1 s-rom femoral stem and sleeve revised due to stem loosening. Captured in this complaint: acetabular cups: no reported product problem. Polyethylene liner: implant bearing wear. Femoral head: no reported product problem. S-rom femoral stem and sleeve: implant loosening. Patient harms: surgical intervention, medical device removal, inadequate osseointegration, osteolysis. "